Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. A complaint history was performed and this was the 1st reported complaint on this lot number for this reported defect. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Additional testing could not be performed as the product was already expired at the time of evaluation. This complaint was unable to be confirmed for the reported defect of clotting. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer stated: "during the blood collection process, the blood clotting time of the specimen was rapid, and the specimen was collected again. This caused multiple punctures on the patient."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® 9nc 0.109m plus blood collection tubes experienced clotting/micro clots/fibrin clots. The following information was provided by the initial reporter: translated to english. The customer stated: "during the blood collection process, the blood clotting time of the specimen was rapid, and the specimen was collected again. This caused multiple punctures on the patient."